Event description:
Subsequent to the initial medwatch, analysis of the returned device revealed that one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The physician was contacted, who indicated that there was no reported adverse patient sequela.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a transcatheter arterial chemoembolization interventional procedure. Reportedly, when deploying the needles, physician had difficulty pushing the plunger down. Upon removal of the plunger, the physician saw the sutures with the knot. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.